Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that, while in use with a patient, the eyelet on the flange of this tracheostomy tube broke during routine tightening of the tracheostomy ties. It was noted that the manufacturer provided twill ties were being used. The tracheostomy tube had to be removed and the patient had to use their emergency backup tracheostomy tube. No additional adverse patient effects were reported.

Manufacturer narrative:
One portex® bivona® uncuffed pediatric tracheostomy tube was received for analysis in used condition. Visual inspection was performed at 12" under normal conditions of illumination. It was observed that the sample has a split on the flange eyelet. An attempt to produce the failure by making a small cut in a neckflange eyelet with a blade was performed in two pieces. One piece had the cut on the inside and the other one on the outside. A twill tape cut was used to pull the neckflange by hand; it was possible to reproduce the failure mode. The directions for use (dfu) was reviewed, which give instructions on how to guard against sharp edges. The most probable root cause is that damage occurred after the product left the smiths healthcare facility.